Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the erbe integrated electrosurgical unit (iesu) due to the error. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe iesu was visually inspected and the top of the bezel was cracked/damaged on both corners. During the system test, the unit displayed error c-34. The complaint was confirmed based on failure analysis. The probable cause of error c-34 is attributed to a faulty electrical component inside the iesu. This error indicates a lower voltage than expected during energy activation.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer reported to technical service engineer (tse) and reported they were getting an activation had been interrupted due to an error c-34 when trying to deliver monopolar energy. The system logs confirmed c-34 erbe errors. Prior to calling, the customer tried power cycling the erbe and replacing the instrument with no change. Tse walked the customer through a hard reboot of the erbe generator, but the error persisted. The customer confirmed they had a covidien force triad generator with the activation cable. Tse walked the customer through integrating their force triad with the da vinci and the surgeon confirmed that they were able to deliver energy. The customer was continuing with the procedure. The procedure was completing as planned with no reported injury.